Manufacturer narrative:
The manufacturer previously reported a ventilator's screen does not turn on and the device is being returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The screen turned on like it should and the device passed all testing.

Event description:
A ventilator's screen does not turn on and the device is being returned to the manufacturer for service. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.